Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level, value not provided. Cause was unknown. Customer could not recall the treatment they received while hospitalized. Customer was discharged a few days later, exact date was unknown, with the issue resolved and no permanent damage.